Manufacturer narrative:
5/2/97-supplemental report #2 submitted to FDA.

Event description:
During a laproscpic appendectomy procedure. The instrument broke. The surgeon applied another device. The hosp has reported no pt injury occurred.